Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi received a da vinci product involved with this complaint to perform failure analysis. The patient side manipulator (psm) was analyzed failure analysis investigation was able to confirm the reported complaint upon visual inspection of the returned product.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Field service evaluation found a broken cable on psm2 and confirmed the customer reported complaint. The fse replaced the patient side manipulator (psm) 2 to resolve the reported issue. The system was tested and verified as ready for use. The psm unit was received for evaluation. However, the failure analysis has not yet been completed as of the date of this report. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is being reported due to the following conclusion: the patient side manipulator (psm) was in an unacceptable state due to a broken cable after the start of the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the disk on arm 1 was not spinning when registering a sterile adapter. Prior to calling, the customer stated they attempted a second drape and instrument, but the issue persisted. The caller was able to confirm the spring plungers on patient side manipulator (psm) all appeared to be functioning correctly and were not damaged. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed live logs and they show there was an expired instrument installed on arm 1 two times. The customer power cycled the system with no change. The caller noted that one of the wheels on arm 1 was not spinning at all when the sterile adaptor was engaged and reported that it was the bottom right wheel. The procedure was able to be completed robotically with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotics coordinator (roco) confirmed that the procedure was completed robotically.